Manufacturer narrative:
Continuation of d10: product ID: 977c165, (serial:(B)(6)); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high impedance on contacts 0, 5 and 6. No other stimulation issues were observed and the cause was not known. The patient was reprogrammed around the affected contacts and the issue is ongoing.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, lot#serial#: (B)(6), implanted: on (B)(6) 2020, product type: lead, product ID: 977c165, lot#serial#: (B)(6), implanted: on (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, contacts 0, 5, 6 were over 40,000. Unsuccessful reprogramming was done. A new lead and battery were placed. The device revision resolved the issue. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
H3: product ID 977c165 serial# (B)(6) was returned for product analysis. Analysis found the stim lead body conductor was broken at injex anchor site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.